Event description:
It was reported by service report that there was no power to the bed. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Issue was resolved for the customer by the field tech, who re-connected the power cord to the power inlet.